Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened button dome switch. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a button was not consistently responding on the customer's insulin pump. No significant events prior to the keypad issues were recalled. The customer's blood glucose level was 13 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.